Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to power on. Upon checking with customer, onsite service was required since the prs was not valid. Onsite diagnostic service was offered to the customer. However, customer did not accept the quotation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not startup. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.